Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported unexpected shutdown, entrapment of device, material separation, embolism and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported unexpected shutdown, entrapment of device, material separation, embolism and unexpected medical intervention are related to patient anatomical morphology and/or use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimate. D4: a partial UDI was provided as the lot number is not known. H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that distal embolization is a potential adverse event that may occur and/or require intervention with use of the system.

Event description:
It was reported that following treatment of lesion in anterior tibial artery (at) through pedal artery access, the 1.25 micro diamondback 360 peripheral orbital atherectomy device (oad) was advanced up and over to treat the completely occluded peroneal artery; however, the oad stalled and became stuck in the peroneal artery. During oad removal, the crown detached from the driveshaft. Attempts to retrieve the crown which included snaring and suctioning with reperfusion catheter were unsuccessful. The crown remained in peroneal artery with no long-term concerns from the physician as the vessel was already completely occluded and shutdown prior to atherectomy treatment. The patient was in stable condition.

Manufacturer narrative:
Updated: h2, g6 correction: b2, d4 - catalog #, h6 (4438 replaced with 2687).

Event description:
It was reported that following treatment of lesion in anterior tibial artery (at) through pedal artery access, the 1.25 micro diamondback 360 peripheral orbital atherectomy device (oad) was advanced up and over to treat the completely-occluded peroneal artery; however, the oad stalled and became stuck in the peroneal artery. During oad removal, the crown detached from the driveshaft. Attempts to retrieve the crown which included snaring and suctioning with reperfusion catheter were unsuccessful. The crown remained in peroneal artery with no long-term concerns from the physician as the vessel was already completely occluded and shutdown prior to atherectomy treatment. The patient was doing fine.